Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after using the fiber for approximately 30 minutes the doctor found that it was difficult to rotate the fiber on its own axis. After continuing, the metal cap detached inside the patient, thus preventing the laser from firing. The metal cap was removed. The fiber was noted to be in good condition after unpacking and preparation. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after using the fiber for approximately 30 minutes the doctor found that it was difficult to rotate the fiber on its own axis. After continuing, the metal cap detached inside the patient, thus preventing the laser from firing. The metal cap was removed. The fiber was noted to be in good condition after unpacking and preparation. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. It was noted that the fiber was past its expiration date. Analysis of the returned fiber identified the metal cap an tip of the glass cap were detached and not returned; therefore, the reported event is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) warns that accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.